Manufacturer narrative:
Customer's lancing device was returned for investigation. The device was tested with retention lancets and observed that the lancet failed to retract and the tip of the lancet was sticking outside of the safety cap. The retention lancet failed to release correctly from the device. The device was disassembled and revealed wear and tear from excessive use of the device.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with an accu-chek softclix lancet device. The specific date of the event is unknown. It occurred approximately on (B)(6) 2020. The reporter noticed that the lancet in the lancet device was not retracting. The device will prime, but not fire. The lancet protruded beyond the end cap of the device. The reporter could not remember if the lancet protrusion occurred before or after attempting to fire the device. No accidental fingersticks occurred.